Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal femoral components removed due to infection. Lps poly and hinge pin that were placed on (B)(6) 2019 removed, tibial and patellar components removed that were placed (B)(6) 2017. Doi: (B)(6) 2019 (femoral components); doi: (B)(6) 2019 (lps poly and hinge pin); doi: (B)(6) 2017 (tibial and patella components); dor: (B)(6) 2019. Right knee.